Event description:
According to the customer contact, "blue 20ml syringes are not threading properly and air is entering into the manifold" and "035 x 260 j wire kdl is flimsy, kinky."

Manufacturer narrative:
According to the customer contact, "blue 20ml syringes are not threading properly and air is entering into the manifold" and "035 x 260 j wire kdl is flimsey, kinky." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
According to customer contact, "035 x 260 j wire kdl is flimsy, kinky." No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. After further investigation, a supplemental MDR was submitted to correct the identified issue and component from syringe to guidewire. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. -update to b5: describe event or problem. -update to h6: medical device problem code (a) -update to h6: component code (g) -update to h11: additional manufacture narrative -correction to h7: there was no remedial action associated with the component -correction to h9: there is no recall number is associated with the component.

Event description:
According to customer contact, "035 x 260 j wire kdl is flimsy, kinky."